Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock during the ventricular episode with right ventricular (rv) lead oversensing. A lack of pacing was also observed. It was also noted that the cause of the oversensing was electromagnetic interference (emi) from the patient receiving a radiofrequency ablation (rfa) procedure on their neck. No intervention was done, but the patient was advised to use a magnet or have the device reprogrammed before any more rfa procedures.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted ventricular oversensing during a treated episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.